Manufacturer narrative:
(B)(4). Eval results: death, mi. Conclusion: mi.

Event description:
A talent stent graft system was implanted into a pt for the emergent treatment of a 70 mm diameter saccular thoracic aortic aneurysm at zone 4 approx 18 months ago. The proximal aortic neck was 33 mm in diameter; distal neck was 24 mm in diameter. It was reported that in addition to the talent stent graft, another MFR's stent graft was also implanted. Info was rec'd that the pt expired on (B)(6) 2009, from an acute myocardial infarction. The physician commented that the mi and death were unrelated to the talent graft or to the procedure. No further info was rec'd.